Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. Attempting to contact good samaritan hospital for additional information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient has expired. The date of patient's death and implant duration were not provided. The cause of death was also not provided. According to the patient's reports, the patient was found to have progressive symptoms of congestive heart failure requiring hospital admission and optimization. The patient had a severe aortic stenosis by transesophageal echocardiogram, as well as severely distal aortic valve area. Patient was referred for aortic valve replacement and mitral valve replacement (edwards valve). The patient also had severe mitral annular calcification that required some debridement but care was taken not to over-debride due to the very thin, friable nature of this lady's tissues. The mammary artery was harvested to the left anterior descending artery. This was a lateral left anterior descending. It appeared on the catheterization that what appeared to be a bifid left anterior descending artery was actually a vertical perforating branch into the septum. This was not found in the fatty nature of the patient's heart. The patient also had severe pre-existing pericarditis, which required dissection of the heart completely around. The vein which was planned to be grafted to the diagonal or the bifid left anterior descending artery was not used. The lesion in the posterolateral was quite distal and the target vessel was small and not grafted. The patient did come off cardiopulmonary bypass on moderate pressors, in sinus rhythm. Postoperative course was significant for left-sided weakness and right lateral gaze. The patient was seen in consultation by the neurology service as well as CT scan of the head was obtained which revealed multifocal acute cerebral infarctions compatible with embolic disease. The patient also had CT of the head findings significant for cerebral cva with a 50% possibility of developing hydrocephalous. Neurology recommendation is for patient to be in a facility where a neurosurgeon could be consulted with serial exams. Noted that the patient might need an icp drain placed. The patient was discharged on (B)(6) 2010 and transferred to (B)(6) hospital for higher level of care and evaluation by a neurosurgeon.